Manufacturer narrative:
Unit had intermittent button response due to flattened "up" button dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that numbers continued to scroll during bolus. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.